Event description:
Customer reports being unable to test obtain a result on the aviva system due to an error on the device. Customer states he took novolin r and lantus anyway. Thirty minutes later customer was found passed out; an ambulance was called and customer tested 32 mg/dl on professional device. Customer was treated with an injection of glucose and taken to the hospital. Customer was treated with additional glucose and released 2 hours later. Customer states test strips had been left in his car. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.